Manufacturer narrative:
Technical support instructed the account's maintenance to inspect the CPR cables and handles. He found the CPR cables were fine, but when the head did drift, he heard the motor running unintentionally and he is getting a service required light of four and the pt controls are not working on the right side. Technical support instructed the account to replace the caregiver board. Repairs have not been completed.

Event description:
The account alleged when a staff member walked by the bed, the head section was drifting down. The account's maintenance could not duplicate the malfunction.